Event description:
Lar procedure is 5 cm from anal verge in pt suffering from rectal cancer. During the procedure the car anvil popped off instrument upon closing the device. The surgeon closed instrument again holding onto proximal stump and device was closed completely - proximal doughnut could not be retrieved from anvil "too tightly". Bubble test was negative. A leak occurred few days afterwards.